Event description:
Device was returned due to volumetric discrepancy. When testing with 50 ml of water at 400ml per hour, the final result was 5ml off. Also, the pump has recurring problems with bag empty alarms.

Manufacturer narrative:
Device evaluation results will be submitted when evaluation is completed.